Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. No information available. Attempts to obtain the information has not been successful. No information available. Attempts to obtain the information has not been successful. Not applicable for this device. Not applicable for this device. Country is (B)(6). The probable cause for the missing sensor could not be conclusively determined; however, manipulation and strain can damage the internal components. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: 2199 (no health consequences or impact). Do not apply to this submission.

Event description:
It was reported that during a coronary procedure inside the body after measurement, the manufacturer's guide wire was prepared normally; connected to pim and was zeroed and normalized. The first measurement was performed without any problems. After the first measurement, when switching to the second vessel/lesion, the pressure was gone. A second manufacturer's guide wire was used to complete the procedure. No patient injury reported. The returned device was visually and microscopically inspected. A portion (smaller than 0.02 mm) of the sensor was broken and missing. This product problem is being submitted since it could not be determined when the sensor separated from the manufacture¿s device. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). Block h6: adding codes 510 (sensor) and 2199 (no health consequences or impact).